Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to verify the reported issue. The system pcb assembly was replaced as a precaution only, and after observing proper operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer, a paramedic, contacted physio-control to report their device had locked up multiple times when powered on. The customer observed the device had locked up twice when used on a patient and then one time later when tested at their facility. The customer was unable to provide physio with additional details about the patient or event. There was no report of an adverse outcome.